Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that about a week and a half ago they increased their therapy settings, but as of about a week ago they felt it was too strong. Patient said they lost the handset after they made the adjustment, so have had no way to turn therapy down/off. The patient said they've been trying to contact their manufacturing representative (rep) for 3-4 days now but has not heard back at all. When asked, the patient said the managing healthcare provider's (hcp) office did not have any external equipment to turn therapy down/off. Patient has expressed desire to contact a lawyer at this point since they hadn't gotten any responses to their requests for communication. The agent sent an urgent email to the field and copied the district manager (dm) as well. The agent reviewed the option for the patient to present to urgent care or ER where they could ask staff to page local rep if they felt they needed to. The agent provided the patient with a phone number and instructions to give to healthcare staff. Of note, the patient mentioned they had started taking necessary steps to replace their lost handset. The agent requested in an email that patient be contacted today and suggested the patient call ps back if they did not hear back from the field in a timely fashion. The rep responded to the email and reported that they were on vacation but another rep would reach out. The patient repeated that they were experiencing pain associated with the stimulation. At the time of the call the patient said it was "not 100% hurting" but it was aggravating. The patient told rep that they could wait until monday if the rep was unable to assist the patient with turning off the ins today. The patient said rep would be calling them back today, and that they would call the rep if they didn't hear back from them. (B)(6) 2025 e1, e2 (rep): no new information. On (B)(6) 2026 additional information was received from the manufacturer representative. The rep stated that this issue was handled on (B)(6) 2025. The rep reached out to the patient and physician's office directly to meet the patient in person and discuss with staff. The issue was the patient lost their programmer and communicator and wanted to make a change to their therapy. The physician's office has a programmer and communicator that they used to reprogram the patient's device, since the patient did not have their own. The patient visited the physician's office and got their therapy settings adjusted. The patient was instructed by the rep and physician, to contact support to request a new programmer and communicator to initiate that process to replace the patient's lost device. If the patient did or did not follow through with replacing their device on their own, the rep was not sure. It was up to the patient to initiate the process of replacing their controller with sunmed, since the rep has no ability to assist in that process. The rep had done all they could to assist the patient on their end. The patient called back that same day and repeated the same information. The patient stated being frustrated that it had been a challenge to reach the manufacturer reps. The patient stated they had lost the handset back in november and still had not received the replacement. The patient stated their doctor at that time did not have a programmer and the patient had to go to the ER to have it turned off . The patient stated going through airport security and the device was stimulating too high. The patient stated their doctor did now have a programmer and the patient's therapy was on, but urination was above normal and they might need an adjustment but they still did not have a programmer from sunmed. The patient stated they called sunmed today and found out the doctor's office did not send back the required paperwork. They were sending new paperwork and the patient called the doctor's office to let them know it was coming. The agent emailed reps to inform them the patient would like a call back. The rep responded and stated that they had explained to the patient again that they have no control over that process with sunmed. The rep told the patient to call their provider's office to inquire about such, and the patient said that they will do that and did not think about doing that before so the patient will monitor this issue themself and does have the rep's contact if needed.